Event description:
Hcp reports the pt presented with an increase in pain. An intrathecal catheter eval with contrast was performed in 2004. The catheter eval suggested catheter tip fibrosis. The following day the pt's spouse found the pt nonresponsive. The emergency room diagnosed the pt as having a seizure instead of looking at the symptoms stemming from the catheter eval. The pt was then observed and the pt's symptoms improved.